Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarm. Customer's blood glucose level was 166 mg/dl. The customer stated that troubleshooting was performed for the pump error and self test was performed and it was passed. Customer reported that the insulin pump had failed battery test alarm. The insulin pump will not be returned for the analysis.